Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of the remote home monitoring system found oversensing noise leading to pacing inhibition on all three channels. Boston scientific technical services (ts) reviewed and discussed that the noise may be related to electrocautery as all of the events happen within minutes of each other. Ts suggested checking if the patient had a procedure on the date of the stored episodes. The field representative stated the cause was unable to be determined and the patient was referred to their cardiologist. It was noted that the patient lives several hours away from their clinic, so it unknown if they presented for the follow-up visit. The cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv), right atrial (ra) and left ventricular (lv) leads remain in service and no adverse patient effects were reported.